Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had keypad anomaly, motor error and prime anomaly. The customer blood glucose was unknown. The customer reported that the insulin squirting during priming a few times and sometimes had to press buttons twice. It was reported that they had motor error. The insulin pump will not be returned for analysis.